Event description:
It was reported there was a serious programmer problem error. It was also requested to repair the power cord compartment. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported serious programmer problem error. ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Power cord door is broken. Hinge plate and media bay door are broken.